Manufacturer narrative:
The field service representative performed an instrument check which was within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable cortisol result for one patient from the cobas e 801 module. The initial result from an aliquot was <10 nmol/l and was reported outside of the laboratory. The original sample tube was repeated and the results were 261 nmol/l and 263 nmol/l. The initial and repeat results were reported to the clinician. The reagent lot number was 37665000. The expiration date was requested but was not provided.